Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leakage from the non-patient needle occurred with three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue relating to leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leakage from the non-patient needle occurred with three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types and common device names reported to be involved. The additional information is as follows: d2b. Medical device type: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.